Event description:
Microdiskectomy pt was under general anesthesia when foley catherization attempted with difficulty. Bleeding noted in drainage bag. Intraoperative urology consultation and cystoscopy with application of indwelling foley catheter. There was a fresh false passage in the bulbar urethra noted on cystoscopy. Pt will need to have indwelling catheter for two weeks and antibiotic therapy.